Manufacturer narrative:
An administrative review of 3500a forms posted on the maude database showed this manufacturer report was submitted with the incorrect (common device name, product code, PMA number, or other missed or incorrect information). For follow-up report 2, a correction to field g4 was submitted in the supplemental report.

Manufacturer narrative:
An administrative review of 3500a forms posted on the maude database showed this manufacturer report was submitted with the incorrect (common device name, product code, PMA number, or other missed or incorrect information). A correction to fields (list the corrected fields on the form) is being submitted in this supplemental report.

Manufacturer narrative:
The commander delivery system was not returned to edwards for evaluation. Without the device, visual inspection, functional testing and dimensional analysis could not be performed. No case imagery or device photographs were provided for review. Device history review (DHR) was not able to be performed as the device lot number was not provided. Lot history review was not able to be performed as the device lot number was not provided. Per the IFU and training manuals, if a balloon burst occurs, attempt to visualize location of tear either in tee or via angio through the pigtail or catheter/delivery system. When removing, ensure the catheter/delivery system and wire are coaxial with the sheath tip. Watch under fluoro with every movement. Be patient and pull gently especially near tear and balloon shoulder transitions. Do not force if resistance is met near or at the sheath tip. Force could result in additional tearing of the balloon material and the balloon material or tip coming off. If getting resistance, going in with a snare and compressing the distal end of the torn balloon to prevent it from 'umbrella-ing' at the tip of the sheath could help. Understanding where the tear is may help in this case. If successful in pulling the entire balloon into the tip of the sheath, withdraw the catheter/delivery system and sheath as a single unit completely from the arteriotomy while maintaining guidewire position. Do not attempt to pull just the catheter/delivery system through the sheath. If you are not able to pull the entire balloon into the sheath, do not attempt to remove the exposed balloon through the vasculature. Risk of major complication is too high. Convert to surgery immediately. It should be surgically removed. Surgeon should be in a position to be able to evaluate the situation before a real bleeding emergency occurs. No IFU/training manual deficiencies were found. During manufacturing of the delivery system, the delivery system and components were inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. In this case, the complaint was not able to be confirmed since neither relevant case imagery, or the device were provided for review. As the complaint device was not returned, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, no manufacturing non-conformances were able to be identified. As reported 'the sapien 3 valve was deployed with nominal plus 2ml of volume. At full inflation, the delivery system balloon ruptured.' While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules and or pre-existing stents can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. The prescribed nominal inflation volume is provided in the IFU. It is likely that the balloon burst once the balloon past the target fill volume. Although the exact cause of the balloon burst during valve deployment could not be determined, it is possible that the pre-existing valve and over inflation of the balloon during inflation may have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
During the deployment of a 26mm sapien 3 valve in a failing surgical valve in the pulmonic position, the commander delivery system balloon ruptured when fully inflated. During a pulmonary valve in valve procedure, balloon angioplasty was performed with a non-edwards balloon catheter. The balloon was inflated to 3 atms before developing a small pinhole. The balloon was deflated and removed. A second balloon catheter was used to complete the angioplasty, however, the second balloon also developed a pinhole in the same location as the initial balloon. A third balloon catheter was prepared, and the angioplasty was completed with no reported issues. The sapien 3 valve and commander delivery system were prepared and advanced to the pulmonary ring valve. The sapien 3 valve was deployed with nominal plus 2ml of volume. At full inflation, the delivery system balloon ruptured. The sapien 3 valve was stable, and the delivery system was removed. A non-edwards balloon was then used to post dilate the sapien 3 valve. The procedure was completed. The patient tolerated the procedure well and was discharged in stable condition on postoperative day 1. The valves remain implanted in the patient. The delivery system was not returned to edwards lifesciences for evaluation.